Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that hemostasis was imperfect while using an angio-seal device. The hemostasis procedure was successfully completed, hemostasis was not perfectly achieved because the collagen sponge did not expand enough. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was cas (carotid artery stenting). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. The reported blood loss was less than 250cc's. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product evaluation. The device was returned with carrier tube assembly and bypass tube. The carrier tube assembly was returned along with a completely opened aluminum foil pouch. Visual inspection revealed that the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the returned components. The inner diameter of the bypass tube at the distal end was measured and found to be 0.107" and confirmed to meet manufacturer specifications. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.317" and confirmed to meet manufacturer specifications. All measurements were within the manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the collagen had expanded as it was likely exposed to moisture. All device dimensions were within manufacturer specification. However, the exact cause of the reported event cannot be definitively determined based on the available information.